Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that minicap transfer set leaked at the twist clamp. This issue was noticed during use with patient involvement. The transfer set has been in use for less than six (6) months. Slight yellow staining could be seen at the affected area. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
The device was received and evaluated for the reported issue of leak at twist clamp. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Visual and functional testing was conducted and the reported event was verified. The device was found to have broken occluder feet. The cause could not be determined. Should additional relevant information become available, a supplemental report will be submitted.